Event description:
The patient's family member contacted lifescan in 8/2005 and alleged that pt's one touch ii meter was reading inaccurately high. The patient had just started using the subject meter since the meter they had been using was "stolen". The patient received a result of 460 mg/dl on their meter and "could not walk straight". The reporter was unable/unwilling to answer if they had tested on the meter before, during, or after experiencing the symptom. Patient went to their doctor due to an inner ear problem, which also caused dizziness. The doctor's meter results was also high "around 500" mg/dl. Therefore, the subject meter result matched the doctor's meter. Pt was not given any treatment. At the time of troubleshooting the customer service agent verified with the meter was in the right unit of measurement (mg/dl) and that the patient's testing and cleaning techniques were correct. The reporter was walked through a check strip test, which failed outside the range. Family member was asked to clean the meter and check strip and then perform a retest. However, the second check strip test also failed outside the range. Based on the information provided, there is an indication that the product has malfunctioned since two check strip tests failed consecutively. However, there is no information to suggest that the patient experienced injury due to the product since the subject meter result matched the doctor's meter result and no treatment was administered. Therefore, it can be concluded that the product did not cause or contributed to any event and this case is reported as a meter malfunction. A one touch basic enhanced kit was sent.